Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 377760, lot # n0037986, implanted: (B)(6) 2005, product type lead; product ID 377860, lot # n0037086, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. It was reported that there were telemetry issues. It was stated that the patient told the manufacturer¿s representative that he called into the manufacturer ¿sometime in the last 1.5 months¿ and he was instructed on how to perform a physician mode recharge (pmr). It was noted that there were no call notes indicated that the patient had called patient services since 2009. It was stated that the caller did not think the patient had spoken with another manufacturer¿s representative. The manufacturer¿s representative ¿did not completely trust¿ the patient. The patient told the manufacturer¿s representative that he tried to recharge for two hours sometime between today and the last 1.5 months and could never get it started. It was reported that the manufacturer¿s representative met with the patient today and they performed ¿approximately 15 shorts pmr¿ and could not get the ins to come back. It was stated that they believed the patient may be on the third overdischarge strike as the patient told them ¿it had been dead a number of times¿. It was noted that the manufacturer¿s representative was first notified of this event today. It was reported that problems recharging started about 1.5 months ago after a fall. The patient stated that following the fall he had problems recharging. It was stated that the patient had not been clear about what problems he was having. It was stated that the patient had been given 3-4 rechargers over the years. It was stated that the healthcare professional (hcp) told the patient that if they replaced the ins it would be with a non-rechargeable ins due to all the issues the patient has had. It was reported that the patient had stimulation 1.5 months ago but the manufacturer¿s representative suspected that the ins may have been dead ¿for a long time.¿ additional information received reported that they were unable to recover the battery and the patient ¿got tired of trying physician recharging.¿ it was stated that it was assumed that the device was in an overdischarge state. It was indicated that the manufacturer¿s representative was told the patient had been non-compliant with recharging. It was stated that the hcp would replace the battery with a non-rechargeable ins. It was noted that a date had not been set. It was stated that the patient seemed to be doing fine.